Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process of the insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was educated on waiting for prompts in the tandem mobi mobile app before removing or loading a cartridge. They successfully removed and reloaded the cartridge, completed a 9-unit bolus, and resumed insulin therapy, resolving the issue.